Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cholecystectomy procedure, the clips were delivered as crossed. During the use of this device, the clips started to be delivered crossed and not closed. The same issue happened with another device (same lot number). They used a third device to complete the procedure (another lot number but unknown). There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results of the device (a) found that it was received with the jaws misaligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining eight clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, due to the misaligned condition of the jaws scissor and ejected clips were found. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j90j40, expiration date: 04/2017, manufacturing date: 03/2012.